Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what ob-gyn procedure did the patient have? =>natural delivery. What symptoms did the patient return 6 months post delivery? =>no symptom returned. A substance came out of the vagina. Does the doctor opinion that the patient suffered consequences due to possible non or slow absorption of the suture? =>no information was provided. What medical / surgical intervention was performed? => no intervention was performed. No further information will be provided.

Event description:
It was reported that a patient underwent a spontaneous delivery on an unknown date and suture was used. Approximately, six months after childbirth, a small foreign substance appeared from the vagina. The substance was suspected to be a piece of the suture. There was no medical intervention performed and no adverse patient consequences. Additional information had been requested.